Manufacturer narrative:
Concomitant products: product ID 8781, serial # (B)(4), implanted: (B)(6) 2013, product type catheter product ID 8781, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there was an unknown catheter issue. Revision/exploration of the system was planned for (B)(6) 2015 to determine why the patient was not receiving adequate therapy/less than 50% therapy relief. A nuclear study was again noted and that they "did not get any exiting from catheter." The patient status was alive with no injury. The pump system was being used to infuse lioresal. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the revision that was scheduled for (B)(6) 2015 was postponed, as it was noted that the patient wanted to wait to have surgery. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the pump was suspected to not be working. A nuclear study with dye found there was no sign of leakage at the pump site, but it was not going to the catheter. It was checked at 48 and 72 hours. There were no alarms and the refill volumes were good with no discrepancies noted. A rotor study was planned. The system was being used to deliver baclofen.